Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device exhibited excessive battery discharge. The measured battery data was 2.76v, 14ua, 4.3 kohms. At implant, the measured data was 2.76v, 20ua, <1 kohms.